Manufacturer narrative:
(B)(4). Batch # m55h4x. The analysis found that one (B)(4) device was returned in good visual condition, with the manual override door missing and with an (B)(4) partially fired 1/16 reload present. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during a gastric sleeve procedure, the scrub tech loaded the device with a black reload and on the first firing, the device fired, but the knife would not return. They tried the reverse button and could not reverse the blade. Next, they flipped the battery and tried to reverse the blade but still it would not reverse. Finally, they used the manual override and were able to reverse the blade. A new device of same code was used to complete the procedure. There were no patient consequences reported.